Manufacturer narrative:
Device not returned. The device history record (DHR) review is currently in process. Surgeon indicated that this device was implanted to correct rheumatic disease. The surgeon/physician disassociated the explant of this device from the event. Young indigenous patient, tissue valve used to non-compliance with warfarin. Requesting clarification of this statement. Also, it is not documented, but the surgeon has indicated to use caution with this device because the explant patient is a potential high risk patient for category a infectious disease. Patient status is hospitalized (stable).

Manufacturer narrative:
Additional manufacturer narrative: the product is not being returned by the customer because it was discarded. There is no record of the serial number per the hospital records; therefore, no device history record (DHR) review can be done. The patient was discharged on (B)(6) 2012. Without return of the device or the additional reports, we are unable to investigate into the root cause for explant of this device.

Event description:
Explant of mitral valve due to regurgitation